Event description:
Initial sodium result 119 mmol/l. Same sample repeated twice gave results of 129 and 130 mmol/l. The initial result was not reported. The field service representative determined there was a problem with pipetting. The instrument was repaired.